Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of ativan through a filtered extension set cracked at the female hub after infusing for over an hour. This caused a leak and blood to back flow. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report that the set leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack on the knit line with the gate opposite the crack. Inspection under magnification showed no stress marks. Functional testing was performed and a leak was observed from the crack on the female luer. The root cause of the crack was not identified but is believed to be associated with the manufacturing process of the luer by a third party supplier.